Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that they have noticed that they have been having to void less, however, when they do have the urge to void, they have to go immediately and start to leak. The patient noted that this particular symptom has not improved with their implant, and has gotten worse over the years. The patient also mentioned that they don't completely empty when going to the bathroom, and they have to relax or stand up to void again. The patient stated that their bladder cannot hold more than 250cc. They stated that the elmiron they are prescribed takes care of their constant sensation of having to go to the bathroom. The patient was advised to follow up with their healthcare provider. The patient was implanted for gastrointestinal/pelvic floor. Additional information clarified that the patient not being able to empty their bladder was a pre-existing condition that was not improved with the implant. Additional information was received from a consumer (con). It was reported that, when the patient attempted to increase stimulation, the patient programmer (pp) went crazy. It showed a poor communication screen or a dead screen. The patient noted that they did use an antenna. After confirming that the antenna was secure and synced with the ins it seemed to be working properly. This happened maybe 2 weeks prior to the report date. The patient added that their symptoms did not improve and they still wore pads. They stated that it had never really worked, starting on (B)(6) 2016. They felt stimulation, but not where they were supposed to; they felt a sensation at the implant site and, when attempting to increase stimulation, on the outside of their right leg. Further, when they were sitting down and trying to connect, they could feel something going down their leg. They noted their therapy was not on and, after turning it on, it resolved the issue. They added that they were on program 3 at 1.4 v but stimulation was turned off. After turning it on, they could feel the stimulation in the buttock area. They stated that the stimulation was too high and decreased it to 1.3 v. This was noted to have happened on the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.